Event description:
Report received from (B)(6) with no defined claim. However, the device was found to have missing components-rubber feet after servicing it. It is unk if the device was used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).